Manufacturer narrative:
Additional information: h6, d4, d9 the described situation is adequately addressed in IFU and/or on the label. In the complaint, it was reported that the xlung kit 230 was kept for 30 minutes in circulation after priming. During to the continuous run, a leakage was found at the recirculation port to the oxygenator. A second and third xlung kit 230 were primed and showed a similar leakage as well. A review of the batch documentation revealed no nonconformity during the manufacturing process. The complaint sample was received on (B)(6) 2024. Damage was found at the connection point for the venting line at the oxygenator which connected to the venting line. The investigation shows a clear error pattern which can be traced back to incorrect handling during screwing. This damage leads to a leakage and is caused by an inappropriate handling during the assembly. It is assumed that a lateral load and/or tilting are applied to the connection. Production employees who are involved in the process of screwing were trained in the defined handling and the possible damages which are caused by an inappropriate handling. The issue will continue to be monitored.

Event description:
It was reported by a user facility, an xlung kit 230 that was primed on (B)(6) 2024 (as outlined in the xlung kit 230 instructions for use) had a fluid leak at the post-oxygenator sampling port during priming. Following continuous circulation for 30 minutes, the fluid leak was noted at the post-sampling port and pigtail extension set attachment. Two additional xlung kit 230s from the same lot were primed and resulted in the same leak from the sampling port. Upon follow-up, it was reported there was no patient involvement as this oxygenator kit was primed for stand-by. There were no visible defects noted on the oxygenator port. The source of the leak remained unknown. Photographic and video evidence demonstrated a drops of fluid inferior to the luer-lock connection at the sampling port. The sample was available for return for product investigation.

Event description:
It was reported by a user facility, an xlung kit 230 that was primed on (B)(6)2024 (as outlined in the xlung kit 230 instructions for use) had a fluid leak at the post-oxygenator sampling port during priming. Following continuous circulation for 30 minutes, the fluid leak was noted at the post-sampling port and pigtail extension set attachment. Two additional xlung kit 230s from the same lot were primed and resulted in the same leak from the sampling port. Upon follow-up, it was reported there was no patient involvement as this oxygenator kit was primed for stand-by. There were no visible defects noted on the oxygenator port. The source of the leak remained unknown. Photographic and video evidence demonstrated a drops of fluid inferior to the luer-lock connection at the sampling port. The sample was available for return for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.